Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to increase stimulation since falling on several occasions. An impedance check revealed high impedance on all contacts. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Follow-up revealed x-rays were taken and revealed lead migration. The lead was revised via surgical intervention on (B)(6) 2018. Needed therapy was unable to be restored. The patient may undergo surgical intervention again on a future date.